Event description:
Customer medwatch (B)(4) reports device broke in 2 pieces. Event desc: valleylab force fx esu unit was being used with an integra jarit active cord (pin 600-290). When the esu unit was activated by surgeon, the active cord "popper" and broke into 2 pieces at the accessory attachment point. The reusable cord may have hd microscopic cracks that were not visible in the sheath. Frays in the cord may have contributed to unequal electrical current and the "popping" of the cord and accessory attachment the sequestered esu bovie unit - was checked out by biomed and no malfunction noted. On (B)(6) 2015 customer reports no harm done.

Manufacturer narrative:
On 06/16/2015 investigation completed. MFR date: unk. Method: failure analysis, device history eval. Results: failure analysis - a monopolar cable was returned in used condition, with scratches and showing wear. It is noticed the one end has end broken off. There is no evidence of melting/fire to the cord not showing any unusual markings. Device history evaluation- nonconforming product report/nonconforming material report history. There is no applicable nonconforming product report/ nonconforming material report history. Variance authorization/deviation history- none. Engineering change order/manufacturing- change order history. There is no applicable engineering change order/manufacturing change order history corrective action preventive action history for cable damage resulting in fire or a potential to start a fire. Health hazard evaluation history for cable damage leading to a safety hazard is identified in risk management files as a potential source of fire and user/patient harm. Conclusion- the complaint report has been confirmed, the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.